Manufacturer narrative:
Corrected data: section e2 corrected. Section h6 - medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as no log files were submitted and no alarms were reproduced on the returned heartmate 11v backup battery. The reported event of the system controller overheating was not confirmed as no log files were submitted and the controller was not returned. The retuned backup battery, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. A review of patient history revealed previous confirmed backup battery fault alarms on (B)(6) 2019, (B)(6) 2021, and backup battery fault alarms that were not able to be confirmed on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2024. Multiple attempts were made to obtain additional information regarding log files, controller serial number, troubleshooting steps taken, and resolution of the alarms and overheating; however, no additional information was provided. The provided information indicated the alarms reactivated after the backup battery was exchanged, which has been addressed under the backup battery investigation, serial number (B)(6). A root cause for the reported events was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The device history record was reviewed for the heartmate 11v backup battery, serial number (B)(6). The battery was inspected and accepted into storage on (B)(6) 2024. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, and the heartmate 3 instruction for use section 2, entitled ¿system operations¿, which were available for use at the time of the event, warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). This section also includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instructions for use, section 6, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault. The patient attempted to clear the alarm with a self-test but was unsuccessful. The patient also stated that the system controller was warmer than normal. The patient was instructed to continue to silence alarms and stay on batteries until the ebb replacement arrived.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.